Manufacturer narrative:
Product event summary: analysis could not confirm that the programmer would not power up; programmer powered up and interrogated with no issues. Analysis could not confirm an EKG (electrocardiogram) issue. Programmer passed functional testing. It is noted a system error was found in the programmer error log.

Event description:
It was reported the programmer would not power on. It was also reported there were previous issues with EKG (electrocardiogram) cable and poor signal strength. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.